Manufacturer narrative:
(B)(4). Visual inspection on the returned device was conducted. Herniation on the cuff was observed. The device history record was reviewed and the product met released specification. Simulation was conducted by using current production samples (B)(4) to investigate the defect root cause in manufacturing. No herniation was detected on current production samples. The (B)(4)current production samples were chemically tested and no herniation was observed. According to the investigation, complaint that the cuff is not straight was not confirmed as possible root cause. Trying to simulate the defect failed to create the same defect. Sterilization parameter setting on lot#15lg41 shows no abnormality and there is 100% inspection in manufacturing in which herniation or abnormality on the cuff could be detected.

Event description:
The customer alleges that the cuff isn't straight.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff isn't straight.